Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 6151980.

Event description:
Related manufacturer reference number: 1627487-2022-03788. It was reported the patient had an unrelated surgery where the ipg was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg. Troubleshooting was attempted by a company representative to no avail. One lead was noted to be fractured. Surgical intervention took place wherein the ipg and one lead was explanted and replaced to address the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.